Event description:
During cup impaction of a thr surgery in australia, the offset cup impactor trinket thread became stuck in the definitive cup implant. Surgeon attempted to unscrew the impactor using the screwdriver attachment and the cup dislodged. Surgeon reamed up a size and impacted cup implant using an alternate backup instrument.